Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 4:30 pm the result from the meter was 5.9 inr. At 5:00 pm the result from the meter was 6.5 inr. At 6:00 pm the result from the laboratory was 3.6 inr. At 8:30 pm the result from the meter was 5.2 inr. There was no adverse event. The customer was not anemic and had no antiphospholipid antibodies. The customer has had no changes in coumadin, no new medications, no bleeding, and no bruising. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.